Event description:
It was reported to philips that it was not possible to restart the system. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the system remotely and confirmed the z-rotation movement is in error. The review of system logfile shows malfunction of the spc10 board and/or spc7 cards. Upon troubleshooting fse found the potentiometer had a de-soldered cable, the mvp board, which showed signs of wear and tear and corrosion. To resolve the issue, philips field service engineer (fse) replaced the mvr lower power board, re-soldered the potentiometer and redid all the calibrations of the zrot. The defective parts were returned for analysis, for mvr low power board, no malfunction was observed. After replacement and repair the device returned to good working order. The codes were updated based on the investigation outcome.